Event description:
It was reported that the impedance of the left ventricular (lv) lead has been high since the device was changed out several weeks ago, and the lead also does not capture. No intervention has been taken and no further investigation has been conducted because the patient is currently undergoing cancer treatment. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1590 competitor implantable tachy lead 2005 (B)(6); 1688tc competitor implantable pacing lead 2005 (B)(6). (B)(4).